Manufacturer narrative:
This was the first incidence of the screw head breakage. The bone was of a (B)(6) male. Flower believes this is an anomoly.

Event description:
During surgery, after a pilot hole had been drilled, fbs 508 variable angle non-locking screw, 1.5mm x 8mm was inserted and broke during insertion.